Manufacturer narrative:
The reported 4.5mm full radius platinum series blade, intended for use in treatment, will not be returned for evaluation. However as photograph was supplied. Examination of the photograph showed a black substance on the patients boney surface. The photograph also exhibited scoring of the inner blade surface indicating an excessive side load was placed on the blade during use. From the information provided, ink appeared to be rubbing off of the dyonics logo. During the manufacture of all our blades no ink is used for marking purposes. An exact root cause cannot be determined with confidence without the return of the blades in question, however the black deposit described in the complaint and observed in the supplied photograph is likely a combination of silicone and shedded material. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery ink appeared to be rubbing off of the dyonics logo onto the tissue. No patient injuries or delay reported. The procedure was successfully completed with the same device.